Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with less than 100 units of insulin; however, the customer could not verify if it was less than 95 units. The customer's blood glucose level was 135 mg/dl. The customer loaded a new cartridge successfully.